Manufacturer narrative:
(B)(4) no conclusion code available; final analysis found the reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturer for further evaluation and an internal hv capacitor anomaly was fond. The cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
It was reported that the patient received a patient notifier and presented in the office with a charge time out. The device was explanted and replaced and the patient's condition post operation was good.